Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 225cc saline breast prosthesis, cat. #3501630, lot #6717756. (B)(4). (B)(6).

Event description:
It was reported that a (B)(6) patient underwent a bilateral breast augmentation procedure with mentor smooth round moderate profile 225cc saline breast prostheses that both deflated during implantation procedure. No patient consequence was reported. As a result, the patient underwent replacement with mentor smooth round moderate profile 225cc saline breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 07/19/2018, the mentor failure analysis lab received the device for evaluation. On 08/03/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. Black material was observed on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a crease on the posterior view. Two rents were observed on the anterior view; rent a measuring 3.7 cm and rent d measuring approximately 0.6 cm. Two additional rents were discovered on the posterior view; rent b measuring 3.6 cm and rent c measuring 3.1 cm. Microscopic examination of the edges of the rents a and d revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since four rents were found on the device. Microscopic examination revealed parallel striations on the edges of the rents a and d. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the white and black material observed. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).